Event description:
It was reported that a cartridge alarm occurred during the load process, specifically a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use a backup insulin pump to ensure continuity of insulin delivery. The customer was notified about the replacement pump, which would have updated software, and was instructed to return the malfunctioning pump using the provided return box and label. Additionally, the customer needed to program their pump settings into the replacement and connect it to their cgm. All instructions were understood and acknowledged by the customer.